Event description:
The customer reported a no fit calibration failure message for thyroid-stimulating hormone (tsh) involving access 2 immunoassay system. The customer noted the tsh reagent pack was listed to be in compartment #3 as shown in the reagent inventory report. It was later confirmed the tsh reagent pack was in compartment #4 and had not been pierced. The customer noted user interface did not have any reagent pack listed for compartment #4. The customer noted compartment #3 had an old reagent pack. The customer removed and properly discarded both reagent packs from both compartments. Beckman coulter, inc. Customer technical service (cts) advised the customer to load a new reagent pack onto the correct compartment. The customer confirmed patient samples and quality control results were not generated during the event. There was no patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. (B)(4).